Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call on (B)(6) 2018 that they received insulin flow blocked alarm during bolus. The customer's blood glucose was 330 mg/dl at the time of incident. Troubleshooting was completed and could not determine the source of the issue. The customer's blood glucose was 338mg/dl at the time of call. Customer declined troubleshooting for high readings. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, unexpected restart error test, basic occlusion, occlusion test, prime and excessive no delivery test. Device was monitored and function properly noted. No excessive no delivery alarm noted.